Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0qqrr, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that impedances of >4000 ohms were seen on all 4 electrodes combinations. There were no falls reported associated with the impedance issue. The lead component of the implantable neurostimulator (ins) system was then replaced. All electrode combinations were within normal limits after implant (in the or) of the new lead. The patient status at the time of report was noted as alive - no injury. The indications for use of the device were noted as urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.